Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value at time of incident was 419 mg/dl and current blood glucose value was 399 mg/dl. Insulin pump will not be returned for analysis. Customer did not allege pump was under delivering. Customer stated that the drive support cap appears normal. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for.